Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404155, batch/ lot number: 1000361415, model/ catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced an erosion of the right cylinder, the tip of the device was coming out of the distal end of the penis. The erosion was followed by infection located in the scrotum and distal corpora. The inflatable penile prosthesis (ipp) contributed to the erosion, however the patient had corporal reconstruction during the implantation of this device and didn't have great tissue to start with. All ipp components were removed and the patient was treated with antibiotics. The patient had no further complications and is expected to fully recover.